Manufacturer narrative:
No service was requested. The user facility decided to scrap the ventilator due to its age. No parts have been replaced and no ventilator logs were provided.the root cause of the issue with o2 concentration has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the delivered o2 concentration was fluctuating. There was no patient harm. Manufacturer's ref #: (B)(4).